Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant fracture and the implant was removed.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information that was provided. The product was received and identified as 31010400. No additional information available. Added product catalog number. D4- 31010400.